Manufacturer narrative:
The reported events were insulation damage, low pacing impedance, failure to capture and failure to sense. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. The reported event of insulation damage was confirmed. Visual inspection of the lead found the outer insulation was damaged proximal and distal to suture tie impression. The cause of the reported event of insulation damage was consistent with procedural damage. The reported events of low pacing impedance, failure to capture, and failure to sense were not confirmed. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
During an in clinic follow up, low pacing impedance, a loss of capture and failure to sense was observed on the right ventricular (rv) lead. During the rv lead replacement procedure, lead insulation damage was observed. The physician suspect a scalpel stroke during the initial implant of the lead as the cause of the damage. The rv lead was explanted and replaced to resolve the event. The patient was stable.